Manufacturer narrative:
Investigation: visual inspection revealed that the delivery tube was returned inside the loading device. The seal and the tension spring assembly were not returned. The green slide lock and the white plunger were depressed on the delivery device. The device was very bloody. Based upon the visual inspection, the reported complaint "seal would not deploy" could not be confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii seal would not deploy. A replacement unit was used to complete the procedure. There were no patient effects. The product was returned.